Event description:
Received letter that a go go ultra was part of an alleged garage fire. We will send e.e. To scene.

Manufacturer narrative:
The device, including the serial number, has not been made available to the manufacturer. Should it become available, a followup report will be submitted. Product in possession of insurance co.

Manufacturer narrative:
A scene inspection took place. The inspection revealed that the product was not the cause of the incident.

Event description:
Received letter that a go go ultra was part of a alleged garage fire. We will send (B)(4) to scene.